Event description:
It was reported that there were low flow alarms from the centrmag console and motor while in use on the patient. No other event or patient information was available. Patient support was ongoing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a flow alert occurring on the centrimag system was confirmed via the log file. The log file captured two f2: flow signal interrupted alarms on 11jun2025 while the system was operating around the set speed. The patient¿s flow values were observed to drop to 0 lpm at these times, and the alarms resolved within a few seconds of activation when the flow values were restored. The returned centrimag motor (serial number (B)(6)) was functionally tested and performed as intended. Atypical events were unable to be reproduced throughout all testing, even when the motor¿s cable was manipulated. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 12.1-"appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including flow-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU (document pl-0069 rev. 06) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit does not operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. It was incidentally noted during investigation that cable jacket was damaged, but this did not affect the motor¿s functionality throughout testing. No further information was provided. The manufacturer is closing the file on this event.